Event description:
According to the reporter, during subcuticular closure of an orthopedic procedure, in the beginning, while anchoring the little loop, the welded loop didn't break, but came loose, it looked like it wasn't welded correctly. Another device was used in order to complete the case. No patient injury.